Manufacturer narrative:
The scd express was evaluated and the review showed that the unit had a damaged power cord, with the exposed copper wire. The unit was triaged and the reported issue was confirmed. The potential root cause is customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook and ware from contact with the cord cover. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/26/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
According to the reporter, the unit had an unknown failure. Upon triage at the service center, a technician found exposed copper on the power supply.